Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent a collar implant procedure for the left humerus with a pmi transdermal compress. Soft tissue collar loosened while patient was performing heavy weight lifting. Collar was re-impacted by surgeon using mallet and osteotome in clinic (no anesthesia) a year post implant. Attempts have been made and no further information has been provided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.